Manufacturer narrative:
E1: patient city: (B)(6). Patient country: sweden.

Event description:
Reference number (B)(4). Event occurred in sweden. On (B)(6) 2024, it was reported that the patient faced that infusion set tubing detachment and infusion set tubing came apart at abdomen. The infusion set was in use for one to two days. No further information available.